Event description:
Additional review indicated it was unclear whether the system was removed in the summer of 2012 or on (B)(6) 2011.

Event description:
Additional information received reported that implantable neurostimulator (ins) and extension were explanted.

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that the patient had not been using the implantable neurostimulator (ins) because he had a pain pump as well. The patient reported that one time the stimulation turned on and he had to turn it off with a magnet. It was noted the patient was trying to have his pump checked and then would address stimulation. The patient had the ins turned off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7496-51, lot#, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 7433, lot#, serial# (B)(4), product type: programmer. Patient product ID: 3586, lot#, serial# (B)(4) , implanted: (B)(6) 1994, product type: lead. (B)(4).